Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. As received, a complete lead was returned for analysis. Electrical tests did not find any indication of conductor fractures but did find an internal short. Further analysis noted a breach of the inner insulation at the distal tip region due to external forces. All other damage found was consistent with procedural damage.

Event description:
It was reported that the patient presented for follow-up. An interrogation of the device revealed multiple episodes of inappropriate automatic mode switch caused by over-sensing exhibited by the right atrial lead. The lead was explanted and replaced. The patient was stable.